Manufacturer narrative:
Evaluation summary: the incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that the unit did not detect anything when scanning. There was no patient involvement.

Manufacturer narrative:
Additional information: evaluation summary the involved console was returned, and an evaluation did not identify factors that could have contributed to the reported issue. The reported condition that the unit did not detect was not confirmed. The investigation could not determine a root cause or a probable root cause for the reported issue from the available information. A failure was found during the investigation that was not associated with the reportable issue of not detecting. The unit failed to fully boot up. The investigation isolated the failure to a software issue, but a root cause was not identified. The probable root cause could not be determined. The software was reloaded to address the condition. If information is provided in the future, a supplemental report will be issued.